Event description:
It was reported that a box of cartridges contained at least one cartridge that was leaking, and replacement supplies were shipped. Symptoms included exposure to leaked insulin with potential for under-delivery. Outcomes included interruption to therapy and need for supply replacement. Investigation included collection of complaint details and assessment of the implicated lot and component. Investigation of this case revealed a suspected leak at the cartridge component consistent with a device component failure leading to potential drug loss. It was concluded, based on previously established findings for similar reports, that the cause was a component integrity issue consistent with manufacturing or handling-related damage.